Manufacturer narrative:
Received voluntary medwatch mw5152586.

Event description:
Related manufacturer reference number: 2017865-2024-38917. It was reported via voluntary medwatch that the right atrial (ra) lead was over-sensing, and the right ventricular (rv) lead exhibited high thresholds. No additional information was provided.